Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1110801) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. A 5f procedural sheath was used to obtain access into the common femoral artery. A pre-procedural femoral angiogram showed no visible calcium at the vicinity of the arteriotomy. Following the procedure, the radiology technologist (rt) who is a trained user of the mynx, used the device to close the access site. It was reported that when the rt shuttled down, he felt and heard the click. When the rt retracted the procedural sheath to expose the advancer tube, it was not there. The rt removed the device and deployed a 2nd mynx with which successful hemostasis was achieved. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.